Event description:
During a routine follow-up interrogation, it was found that the device parameters had changed from the last follow-up and was now programmed to nominal programming. All parameters were reset and the follow-up was successful. The device remains implanted.

Manufacturer narrative:
(Other) - unexplained programming change. A response from the manufacturer is pending.